Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's mother that the patient had bg (blood glucose) values over 400 mg/dl. The patient had also not take adhd medication (mydayis 25mg daily) and was instructed to resume as that could have caused her headache as well, customer reports tonight that she no longer has a headache after resuming that medication. Customer had 2 bg readings above 250mg/dl while at the hcp and was instructed to change the pod and to take an injection of 7.5u of novolog. Customer's bg decreased after this. Customer's pod expired tonight after 1 day of use but could have used all of the insulin due to poor bg's throughout the day. Customer's mother states that the customer is becoming upset with wearing the pod due to poor results, we discussed the possibilities for why this could happen, 2 pods had bent cannula's so we discussed not inserting in muscular areas and to pinch up while inserting. Customer reports also having slow reactions to injection so we discussed speaking with doctor about brand of insulin. We also discussed keeping a log of activities, bg's, food intake and trends so that they have detailed information to give a complete life picture to hcp. Customer will also discuss types of insulin, insulin duration, absorption of insulin, insulin resistance and they will also be trying new sites to try to find better absorption. Document increase in bg levels from pdm records or as described by the caller: the patient's blood glucose, carbohydrate, and insulin history is as follows: time, bg (mg/dl), cho (g), bolus (u): 7:00am, 89; 9:30am, 252; 320, 50; 2:00pm, 199; 5:30pm, 118; 9:25pm, 252; 10:25pm, 400; 10:30pm, 15; 1:00am, 252; patient was suffering from a headache which prompted them to seek treatment. No further information available.